Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable,pump won't run. Per reporter device also exhibited air bubbles in the tubing that extends across the top of the cassette. Per reporter residual volume was: 46.0 ml, rate 2.2 ml.hr and 54.05 was given. No adverse patient effects were reported. No additional information is available at this time.